Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal would not deploy. The case was slightly delayed as they had to open and load a new device. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).